Event description:
A us distributor returned battery charger (B)(4) was resetting.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (battery charger resets) was confirmed. As received, the charger/modem was resetting. Upon eval, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective battery charger/modem.